Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced one lead migration and discomfort at the ipg site after a fall. Investigation was unable to identify which lead migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced while the ipg was repositioned to address the issues. Therapy was restored post-op.